Event description:
It was reported that the patient died. Vascular access was obtained via the femoral artery. The 95% stenosed, 32 x 3.0mm, eccentric, de novo target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery with a bend of less than 45 degrees. Following predilitation, a 38 x 3.0mm promus element plus drug eluting stent (des) was introduced. Significant resistant was encountered while advancing the device. The des was deployed at nominal pressure and post-dilated with a semi compliant balloon to optimize results. After post dilatation, coronary slow flow was observed. The patient was given the optimum therapy to improve blood perfusion to the distal vessel. After some improvement in the flow, the patient was moved to the cardiac care unit. About two hours later, the patient could not be revived and died.